Event description:
Pt complains of painful areas and discomfort in breasts and joint pain a few years after implants. On 5/11/95, underwent removal of implants because of symptoms. Upon opening the muscle and going through the capsule, it was found that the implants had ruptured with complete destruction. All silicone material was outside the shell. Shell was folded upon itself very thin, no longer intact, ripped easily. Tissue/silicone pulled out with difficulty and thorough cleaning of cavity.